Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the detector panel was replaced to resolve the reported issue. The cp1 was upgraded to a cp2 as well, though unrelated to the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect detector panel has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, when starting up the imaging system, the pendant displayed the unit was in stand alone mode. The remote desktop displayed that the detector was not ready. Restarting the software did not resolve the reported issue. The imaging system was then restarted, the interface (umbilical) cable was disconnected and reconnected and the imaging system started as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect detector panel was returned to the manufacturer for analysis. Analysis found that they were unable to confirm the reported issue. The system powered on and off several times and the system booted and functioned as expected. The hardware investigation found that the reported event was unable to be confirmed.